Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: the introducer catheter, the braided sheath and green 12f dilator were returned for analysis. The filter was returned on the outside and appeared damaged during transit. The paper safety sleeve was not returned. The green thumb switch was fully retracted to the end of the deployment track. The returned device was measured and found to be within specifications. As the returned filter was damaged, a replacement filter was loaded into the introducer catheter to verify that the device functioned correctly. The green thumb switch is designed to move only one way, and cannot be returned to `locked' position without first being disengaged with a key; however, it was noted that it was possible to return the trigger without use of the unlocking key. Further analysis of the trigger revealed damage consistent with the trigger being forced back without the use of the unlocking key. Analysis of the returned complaint sample revealed no bodily fluids were present on the device or carrier system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be use related, as the device appears to have been triggered during preparation, which is not in accordance with the dfu. (B)(4).

Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The 12 fr femoral titanium filter "jammed" and could not fully deploy while it was being "pushed out." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "stable."

Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The 12 fr femoral titanium filter "jammed" and could not fully deploy while it was being "pushed out." The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient condition is reported as "stable."